Manufacturer narrative:
Manufacturing review: a lot history review could not be performed, as the lot number is unknown. Visual/microscopic inspection: as received, one vacora biopsy probe. Product labeling and packaging was not returned with the sample. The sample was returned with no protective tubing placed on the needle tip. The red insertion guide was not returned with the sample. The probe appeared to be clean. The cannula and the sample notch were in their initial positions. The syringe was received at the 0ml mark. There were no anomalies noted on the sample. Functional/performance evaluation: the probe was installed into an in-house driver with no issues. The driver reset the cannula and syringe to their initial positions and the lights flashed green, indicating that the probe was ready to take a sample. The probe did not complete the second priming cycle, returning to the original configuration with lights flashing on the driver. The lid of the driver was opened and closed to reset the probe. The probe did not complete the priming cycle again, experiencing the same problem. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is confirmed for failure to prime, as the returned probe failed to complete the priming cycle during functional testing. The most probable root cause for this event is the interaction between the driver sprocket gear and the probe gear wheel spindle. Labeling review: the current vacora biopsy instrument instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that during for an ultrasound guided breast biopsy, after the device completed the initialization process, the device was not able to prime and the driver went to orange and green lights flashing. Another biopsy system was used to complete the procedure, but the macro calcifications could not be removed. At that time it was determined that the patient will have to undergo another procedure. There was no patient injury reported.

Event description:
It was reported that during for an ultrasound guided breast biopsy, after the device completed the initialization process, the device was not able to prime and the driver went to orange and green lights flashing. Two more needles were inserted into the driver but the same issue occurred. Another biopsy system was used to complete the procedure, but the macro calcifications could not be removed. At that time it was determined that the patient will have to undergo another procedure. There was no patient injury reported.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.